Event description:
Litigation alleges that the patient after surgery, began experiencing pain around the site of the implant. He suffered constant discomfort and his mobility was severely limited. The patient developed bone deterioration at the site of the impact. Additionally, the patient suffered from injuries of a permanent, lasting and painful nature as a direct and proximate result of the asr hip implant failure.

Manufacturer narrative:
Additional info catalog and lot #. Update - (B)(4) 2013 - ppd received. Part/lot information was updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).